Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis found to have a loose screw inside of the housing. The screw was loose on the pitch clamping pulley. As a result, the cables were loose which caused the instrument to fail intuitive motion. Additional observation(s) related to customer reported complaint: the instrument was found to have a loose pitch cable at the proximal end. There was no damage found to the pitch cable or the clamping pulley. The screw was found to be loose. The instrument was found to fail intuitive motion. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The grips opened and closed properly. The instrument exhibited imprecise motion in the pitch direction. The grip tips moved in an unspecific direction with a delayed motion. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress. Review of the provided image is inconclusive. There does not appear to be any damage on the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure the head end of the fenestrated bipolar forceps instrument is not controlled by the surgeon. The instrument has 2 life. On (B)(6) 2024, isi followed up with the customer and gathered the following information: before the operation, the nurse checked the appearance of the instrument without any abnormality. During the operation of the surgeon, it was found that the instrument did not move in the direction controlled by the surgeon, and the inconsistency in the direction of movement caused by the delay of the instrument was observed. After the aseptic cover was checked and re-installed, the same instrument was used again in the second operation, but the same problem still existed. The same instrument was replaced and the operation was completed without any harm to the patient. The instrument has been returned to the company, and the hospital expects the company to test and pay for the remaining times. Unable to release patient information.